Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles and weight within specifications. Cloudy gel and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles are observed but have no relationship with manufacturing. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "rippling" and "not that much fluid around the implant".

Event description:
Health professional reported left side "rippling" and "not that much fluid around the implant." Device has been explanted.